Manufacturer narrative:
Batch review performed on 22 february 2016. Lot 141595: (B)(4) items manufactured and released on 02 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the medical affairs director made the following investigation: tibial baseplate mobilization 1,5 years after primary surgery. The report says the tray was found loose and the surgeon hypothesized an oversizing of the tray as a possible cause. From the xray, the tray may look a little oversized, but cement failure also seems to have occurred. Besides lateral mobilization, medial subsidence can be inferred from the xray, although postop xray is not available. It is also possible that the tray may have been implanted slightly offset to lateral compared to the prepared cavity; the reason for this occurrence, if it happened at all, is unknown. Hence, the root cause cannot be established with certainty, but a possible difficulty at implantation time may have contributed. No reason to think that a failure of the device caused revision.

Event description:
The patient was complaining of instability of the knee. The surgeon noticed the tibial baseplate was loose on the lateral side. He felt this could be due to an over sized tibial baseplate. The surgeon removed the tibial baseplate and insert. Gmk revision products were used to complete the surgery successfully. The explants will not be returned. X-rays will be available.

Manufacturer narrative:
On 25 april 2016 it was prepared a final report with the information already submitted in the initial report. On 04 may 2016 the report was sent to the initial reporter and the case was closed.